Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the system controller and user interface pcb assemblies. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the pcb was the cause of the reported issue. However the issue was intermittent, therefore further component cause could not be determined. The removed system controller pcb assembly was an ancillary part and there was no failure of this assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control observed significant physical damage to the device.  After replacing the device¿s casing, as well as the keypad elastomer, and reseating all internal connections the reported issue could no longer be duplicated.  After observing proper device operation through functional and performance testing , the device was returned to the customer for use. The customer later contacted physio to report that the same issues had returned as reported in manufacturer report number 3015876-2017-01637 . Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that several buttons  on their device  were not functioning, including the charge button.  In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event. Physio-control initially determined that the reported issue was not due to a device malfunction, but rather customer misuse/abuse, as there was strong evidence of damage that may have contributed to the reported issue. However, the customer later reported the same failure after the device was repaired and returned to them for use. Reference manufacturer report number 3015876-2017-01637. Because of this new information, physio has determined that this initial report by the customer should be made reportable.